Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their pump stopped working last night. They had failed battery test. Customer¿s blood glucose value was unknown. Customer stated that he had tried changing the battery more than 4 times, but he kept getting the failed batt test. Customer stated that the insulin pump had physical damage. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Unit had minor scratched lcd window, broken battery tube threads.